Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was delayed and sometimes unresponsive. Reportedly, the customer suspected that some bolus's were not delivered when the touchscreen was not responding to confirm the bolus request. There was no reported impact to blood glucose. During troubleshooting, the touchscreen passed testing and the customer acknowledged that the touchscreen was functioning correctly.